Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified distal left anterior descending artery. A 2.5 x 38 mm xience prime stent delivery system could not cross the lesion due to the calcification, force was applied and the proximal shaft separated. The separation occurred outside the anatomy so the device was easily removed. Another 2.5 x 38 mm xience prime stent delivery system was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.